Event description:
It was reported that during a cardiomems implantation procedure, the ht steelcore 18 guide wire (gw) prolapsed in the lower branch of the left pulmonary artery. Resistance was noted during removal of the wire. At some point, the patient started to cough up blood. It was thought that the wire likely caused a small perforation in the pulmonary artery at the time of removal. Heparin reversal was administered and the patient was suctioned until the blood began to clot. The patient was transferred to the intensive care unit, then the step down unit for monitoring overnight. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. A conclusive cause for the reported difficulties and patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.